Event description:
It was reported that during a routine follow up, low r-wave was observed. Patient being monitored with merlin.net and was scheduled for another follow-up. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.